Manufacturer narrative:
Continuation of d10: product ID b3300533 lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suffers from edema in the brain. It is delayed edema, patient was operated about 4 weeks ago. After 2 weeks the dbs was turned on. They complained about headache a week after and when she became epileptic, this was the conclusion. No abnormalities reported. No intervention planned yet. It should disappear gradually over time (couple of months). The issue was not yet resolved.